Manufacturer narrative:
Remediation MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was received with both seals intact and a crack on right plunger case. The history log showed a primary audible alarm post and acu (auxiliary control unit) watchdog failure. The device was functionally tested using by performing a power up. Process testing was unable to duplicate the primary audible alarm post error at power up. It was not possible to duplicate the acu watchdog failure at power up. The root cause was unable to be determined. There was no physical or any other found on speaker or interconnect board. Actions were taken to mitigate the reported issue: replaced speaker for preventive. Performed preventative maintenance and all functional testing which passed.

Event description:
It was reported the device had an error system primary audible alarm post failure acu watchdog failure. No patient injury reported.